Event description:
The customer contacted baxter's technical service center regarding air in the patient line during fill 1. The caregiver (cg) stated she connected the home patient and the clamp was closed during initial drain. The cg opened the clamp, but the homechoice advanced to fill 1. The cg noticed air in the patient line so she pressed stop. The baxter technical service representative (tsr) advised the cg that she would need to end therapy and start over with new supplies. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should a sample become available, a follow-up report will be submitted upon completion of the evaluation.